Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity ns. The lens was explanted. Phaco-emulsification and iol implantation treatment was performed. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).